Event description:
The user facility reported that their amsco 600 sterilizer was leaking water onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician inspected the amsco 600 sterilizer and found that the leak was coming from the sight glass. Upon further inspection, the technician found that the seal within the sight glass was damaged. The technician ordered parts to replace the sight glass assembly. The unit has been removed from service pending repairs. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the amsco 600 sterilizer and found that the leak was coming from the sight glass due to a damaged gasket. To resolve the issue, the technician repaired the sight glass, tested the unit, found it to be operating to specification, and returned it to service. No additional issues have been reported.